Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During initial testing outside the patient, the catheter failed to produce an image. The device was clogged, preventing water from flowing and air from being removed. The procedure was delayed about 15 minutes due to multiple flushing attempts. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, the catheter failed to produce an image; device was clogged, preventing water from flowing and air from being removed. The procedure was completed. No patient complications were reported.